Manufacturer narrative:
Product inquiry stated the drill, ao, sterile t2 femur ø4,2x340 mm to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item returned was documented as faultless prior to distribution. No material, design or manufacturing related issues were found. A physical examination could not be carried out as the device was not returned to stryker (B)(4) although being requested for several times. Thus, a reasonable examination was not possible. The reported event (¿drill tip broke off and missed the nail ¿) could not be confirmed. Further information regarding the event or the product itself was not provided. With the information given the exact root cause could not be determined. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. A review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
While drilling the p/a screw hole the drill tip broke off and missed the nail. A second drill was used and passed without any problem. The broken drill was left inside the patient.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
While drilling the p/a screw hole, the drill tip broke off and missed the nail. A second drill was used and passed without any problem. The broken drill was left inside the patient.